Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump caused by an unexpected restart. Customer's blood glucose was 12.9 mmol/l. Customer stated that the down arrow button is also broken. The insulin pump will need to be returned for analysis and replaced.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. We were unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify unexpected restart alarm due to button keypad anomaly. The insulin pump received with minor scratched display window and cracked reservoir tube lip.